Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Additional information: this report is being filed on an international product, glp sample access line (sal), list number 06q27-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51. Note: the glp systems track is not yet marketed in the u.s.

Event description:
The customer observed on 11jul2023 the sample tubes were buffering in circles on the chain involving the glp track sample manager (tsm). The glims/re and re/tsm connections were active and the routine engine seemed to be working normally. The customer stopped, restarted tsm, and the system restarted. Additionally, the customer observed all the tubes would go to the buffer and the tsm no longer sent an in message to the re. The customer reported this incident seriously disrupted the activity, all the tubes were taken out of the chain, manually sorted, reloaded for re-analysis of the routes. The customer reported that the patient results were reported with a 2-3 hour delay to the physicians; however, the customer reported there was no impact to patients¿ treatment or medication. Additional information was provided on 19jul2023 that a 75-year-old male patient died that required a troponin and hemoglobin result to be analyzed; however, it is unclear if it was due to any delayed or missed treatment. No information was provided regarding the circumstances of the death. The customer reported the patient was followed by hemato-cancerology and the samples were collected at the home/outpatient. It is unknown what time the samples arrived at the lab. The following results were provided: troponin result was 47 pg/ml (released and transmitted at 6:00 p.m). Hemoglobin result was 5.5 g/dl (transmitted at 7:00 p.m). No further information has been provided.

Manufacturer narrative:
The incident was reviewed which included the information provided in the complaint text and the track logs provided by the customer. The timeline within the logs was reviewed and found that the associated track sample manager (tsm) response times were within the recommended ranges. The investigation did note that no issues were observed and there was very low activity on the track. It was noted that the logs for the associated event were not provided and therefor unavailable to investigate. A review of tickets did not find any other complaints related to the current issue. Trending review did not identify any trends for the issue for the product. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the glp track sample manager was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed on (B)(6) 2023 the sample tubes were buffering in circles on the chain involving the glp track sample manager (tsm). The glims/re and re/tsm connections were active and the routine engine seemed to be working normally. The customer stopped, restarted tsm, and the system restarted. Additionally, the customer observed all the tubes would go to the buffer and the tsm no longer sent an in message to the re. The customer reported this incident seriously disrupted the activity, all the tubes were taken out of the chain, manually sorted, reloaded for re-analysis of the routes. The customer reported that the patient results were reported with a 2-3 hour delay to the physicians; however, the customer reported there was no impact to patients¿ treatment or medication. Additional information was provided on (B)(6) 2023 that a 75-year-old male patient died that required a troponin and hemoglobin result to be analyzed; however, it is unclear if it was due to any delayed or missed treatment. No information was provided regarding the circumstances of the death. The customer reported the patient was followed by hemato-cancerology and the samples were collected at the home/outpatient. It is unknown what time the samples arrived at the lab. The following results were provided: troponin result was 47 pg/ml (released and transmitted at 6:00 p.m.) Hemoglobin result was 5.5 g/dl (transmitted at 7:00 p.m.) No further information has been provided.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed on (B)(6) 2023 the sample tubes were buffering in circles on the chain involving the glp track sample manager (tsm). The glims/re and re / tsm connections were active and the routine engine seemed to be working normally. The customer stopped, restarted tsm, and the system restarted. Additionally, the customer observed all the tubes would go to the buffer and the tsm no longer sent an in message to the re. The customer reported this incident seriously disrupted the activity, all the tubes were taken out of the chain, manually sorted, reloaded for re-analysis of the routes. The customer reported that the patient results were reported with a 2-3 hour delay to the physicians; however, the customer reported there was no impact to patients¿ treatment or medication. Additional information was provided on 19jul2023 that a 75-year-old male patient died that required a troponin and hemoglobin result to be analyzed; however, it is unclear if it was due to any delayed or missed treatment. No information was provided regarding the circumstances of the death. The customer reported the patient was followed by hemato-cancerology and the samples were collected at the home / outpatient. It is unknown what time the samples arrived at the lab. The following results were provided: troponin result was 47 pg/ml (released and transmitted at 6:00 p.m.). Hemoglobin result was 5.5 g/dl (transmitted at 7:00 p.m.). No further information has been provided.